Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided). Cause of elevated bg level was unknown. No information was provided regarding type of treatment received. Reportedly, customer left the ER 3 days later with customer in stable condition (bg not provided).